Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had audio anomaly. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump does not make any sound at the customer was at high blood glucose or may be low blood glucose. Customer stated that his pump was not on silent mode but after some time the pump was on the silent mode and after 5 minutes its stop vibrating. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.